Event description:
Additional information received reported that the pump had stopped for one minute, according to print out. It was stated that the patient's blood pressure was fine today (it had been high when the healthcare professional believed the patient to be going through withdrawal). The patient had a 12% dose increase on (B)(6) 2012 (daily dosage for lioresal was unknown). It was stated that during the interrogation, the hcp shut the pump "completely off." The hcp was then able to re-interrogate the pump and update pump to simple continuous mode; which was confirmed by print out. It was stated that in (B)(6) 2012, the patient went to the hospital due to ¿real bad pain.¿ the patient was reportedly grabbing at his left flank area. It was stated that the hcp took all the baclofen out of the pump and replaced it. It was stated that during a refill, the pump was erroneously filled with compounded baclofen instead of lioresal. The exact date of this occurrence was unknown. The medication was replaced and the patient was sent home and the symptoms stopped a few days later. The patient appeared to be having symptoms just prior to refills. It was stated this was the second time the patient had issues in the past 3 months. There were "lots of tests done" and "they could not find anything." The reporter stated that the patient may have gotten an overdose before; as it was described that the hcp did not aspirate the catheter prior to a dye study, the exact date was unknown. It was stated that the dye test was done to check for a kink in catheter and catheter "looked fine." The parents of the patient believed the pump to be malfunctioning. All tests done prior to that point, including a die study and event logs, were without anomaly. It was stated that at the most recent event, the patient screamed and would bring his hands down to knees. It was further stated that the patient was in hospital for a month and the doctors could not find out what was wrong. The hcp believed the patient going through withdrawal and patient's blood pressure was "very high." It was stated that the patient experienced abdominal pain, was "white as a sheet", as "limp as dish rag", cold and clammy, and was sweating. It was stated that the hcp removed the medication from the pump and performed a refill, which resulted in the patient being "fine." There was no indication of fever. It was noticed that the patient had the dosage increased sometimes twice a week and the patient's mother was unsure why he needed to have it increased. The mother believed this was indicative of the device not performing properly. It was stated at some point the patient's catheter was put in "too high" and was indicated to be in the patient's neck. Since the patient had cerebral palsy and could not hold up his head very well, rods were placed in the neck. It was noted that the patient could not sit up or keep body straight.

Event description:
It was initially reported that the patient was having "issues" unrelated to the pump or therapy. It was later confirmed that the cause of the event was a "probable underdose" due to growth. The patient experienced stiffness, shaking, and stomach ache. A computed tomography (CT) scan was performed on (B)(6) 2012 which revealed "mild sma" (spinal muscular atrophy) and "dislocated hips." There was a successful catheter dye study performed on (B)(6) 2012. It was also noted that a pump myelogram and refill was performed on (B)(6) 2012. It was indicated that the patient was hospitalized as a result of the event. The health care provider (hcp) had increased the pump rate and the symptoms resolved. The outcome of the patient was reported as no injury and recovered without sequelae. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, lot # n171047008, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).